Event description:
Incident reported as: the staples get snagged on pt's skin and will not release properly. No pt injury reported.

Manufacturer narrative:
The device sample is available for eval, however, the investigation results are not yet available at time of this report. A follow up report will follow when investigation results are available.